Event description:
It was reported that the homechoice (hc) device was smoky, after it was in a house fire. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. However, it was received inoperative due to the physical damage from the house fire. The device logs were unable to be retrieved and the functional testing could not be performed due to the physical damage from the fire. An internal/external inspection was performed and the device failed because of the considerable damage it sustained from the house fire. The reported event was confirmed through the investigation. The device was identified to be scrapped. Should additional relevant information become available, a follow up medwatch will be submitted.